Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; therefore, a physical investigation of the device could not be performed. (B)(4).

Event description:
Siemens medical solutions USA, inc. Found an article published on aug-sep 2016/ volume 9/ issue 2in in the journal of atrial fibrillation titled: "achieving bidirectional long delays in pulmonary vein antral lines prior to bidirectional block in patients with paroxysmal atrial fibrillation (the bi-bi technique for atrial fibrillation ablation)." It was reported that the patient was anticoagulated peri-procedure with coumadin with target international normalized ratio (inr) between 2 and 3 secs both before the procedure as well as after the procedure. Venous access was obtained with ultrasound guidance using 8 french sheath inserted into the right common femoral vein. Then a 9 french sheath was inserted into the left common femoral vein and 7 french sheath was inserted into the right internal jugular vein. It was reported that after an atrial fibrillation ablation procedure which utilized an acunav catheter, the patient developed a moderate pericardial effusion that was successfully drained with no hemodynamic changes.